Event description:
It was reported that a remote monitoring transmission showed the device measuring the right atrial (ra) lead impedance at greater than 3000 ohms when there was no ra lead connected to the device. Paces at 1.1 milliseconds (ms) were observed even though sensitivity was set to 4 ms. Far-field atrial signals were also noted on the electrogram. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).